Event description:
The customer reported low blood glucose and insulin pump alarmed button error. Customer stated that the insulin pump was in her pocket and gave herself bolus and got button error. Troubleshooting was done. Customer's blood glucose was 279 mg/dl. Customer's blood glucose during low blood glucose as unknown. Customer stated she treated with food when her blood glucose was low. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).